Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the left anterior descending (lad) artery. A 2.75x28mm xience skypoint drug eluting stent (des) was advance to the target lesion and implanted without issue. Next, a 2.5x8mm skypoint des was attempted to be advanced through the newly implanted 2.75x28mm des; however, the advancing stent became caught on the implanted stent and dislodged in the anatomy. The 2.5x8mm skypoint delivery system was removed from the anatomy, and a snare device was used to remove both the implanted 2.75x28mm stent and the 2.5x8mm stent. The procedure was completed with non-specific medical management. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported xience skypoint stent delivery system (sds) was attempted to be advanced through the newly implanted 2.75x28mm des, however, the advancing stent became caught on the implanted stent and dislodged in the anatomy. The 2.5x8mm skypoint delivery system was removed from the anatomy, and a snare device was used to remove both the implanted 2.75x28mm stent and the 2.5x8mm stent. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent during placement of the distal stent and reduces the chance of damaging or dislodging the proximal stent. In this case, the instruction for use (IFU) deviation related to incorrect placement order may have contributed to the reported event. The investigation determined the reported difficulties are related to user error as it is likely while advancing the 2.5x8mm xience skypoint stent the device interacted with the previously implanted 2.75x28 mm xience skypoint stent causing the reported difficulty to advance and subsequent stent dislodgement. A snare was used to remove the 2.5x8 dislodged stent, both the 2.5x8mm and 2.75x28mm stent were removed during the snaring process causing the reported device damaged by another as the successfully implanted stent was removed. The proximal stent was placed prior to the distal stent. The xience skypoint instructions for use indicate that stenting in this order may cause stent damage and/or dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75x28mm xience skypoint stent referenced is filed under separate medwatch report number.